Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range pace impedance measurements on a competitor's right ventricular (rv) lead. Surgical intervention was performed to replace the rv lead however due to patient anatomy this procedure was cancelled. The patient declined further intervention. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right ventricular (rv) lead pace impedance measurements. Evidence suggests that surgical intervention was performed and the competitor's rv lead was replaced which resolved the issue. No adverse patient effects were reported. This device remains implanted and in service.